Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user of the ilet experienced a hyperglycemia event with blood glucose exceeding 401 mg/dl for approximately 7 hours after changing all pump supplies, during which the user delivered about 180 units of insulin without observed leaking or a bent cannula; after replacing the infusion set, glucose returned to range. Symptoms included hyperglycemia without reported ketoacidosis or other acute symptoms. Outcomes included no medical intervention or hospitalization, and the user self-managed with humalog insulin and resumed normal pump use after set replacement. Investigation included a review of user-reported history and troubleshooting education. Investigation of this case revealed an undetermined cause with no reproducible device malfunction identified based on available information. It was concluded that the event was consistent with hyperglycemia of unclear cause with successful resolution following infusion set change and user education. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.